Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the implantable pulse generator (ipg) exhibited over-sensing post-operatively, after the right ventricular (rv) lead replacement procedure. The lead was disconnected and reconnected once during the replacement operation and it was suspected that there was either oversensing due to broken silicone cap at the wrench insertion area and retraction contamination, fluid contamination of the grommet  or oblique strangulation of the set screw. Re-operation was performed later on the same day  and hospitalization was prolonged due to the reported event. At reoperation, the lead was pulled before the wrench was turned when removing the rv lead, but there was no loosening due to loose pin. The device was explanted and replaced. No patient complications have been reported as a result of this event.